Event description:
Postoperatively the pt was prescribed a subcutaneous morphine infusion via a pca pump. Pt was instructed and infusion began at 3:45 pm 10/29/96. Pt's wife reported that the pt was unresponsive at 8 am on 10/30/96. He was taken to the hosp where he was subsequently pronounced dead. When the pump was examined in the pt's home subsequent to death, it was not programmed in accordance with prescription. Preliminary indication of cause of death is cardiac arrest.